Manufacturer narrative:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color, and it came out. Hemostasis was achieved by manual pressure. There was no patient injury. The device was used per the IFU. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification in its use. There were no visible signs of damage to the device or packaging prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. When the device was removed, the indicator wire loop was not deployed or visible, and no anomalies were noted. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18338146 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color, and it came out. Hemostasis was achieved by manual pressure. There was no patient injury. The device was used per the IFU. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification in its use. There were no visible signs of damage to the device or packaging prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. When the device was removed, the indicator wire loop was not deployed or visible, and no anomalies were noted. The device is not being returned for evaluation because it was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.